Manufacturer narrative:
After the incident, the unit was retrieved by the police. If the unit is returned or any new information is discovered, a follow-up report will be submitted.

Event description:
The reporter stated that a resident was watching television. One of the healthcare workers took her oxygen tank and filled it with oxygen, and brought it and put it back on the resident's wheelchair. At that point, it made a whistling sound. The unit was set to 2 lpm. The healthcare worker released the valve and the sound stopped. Approximately 20 minutes later, the resident was taken to the dining room and parked at her seat to eat. There was no evidence of anything wrong with the tank. 2 minutes and 87 seconds later, the healthcare worker laid his eyes on the oxygen tank, and he saw the oxygen was engulfing the resident and it froze on her face. Her nose was completely frozen. The resident was attended by a nurse and was taken to the hospital. The patient was bleeding from her nose and mouth. She was transferred to the burn unit. She got frostbite on her nose, and it was a third degree burn. Either the hospital or health department called the police due to the patient burn. The police has the hi flow strollew, as of (B)(6) 2020.